Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. It was noted that the right atrial (ra) lead had high threshold measurements with undersensing p waves. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.